Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported ECG monitoring failure could not be replicated during evaluation. However, device logs captured an ECG monitoring failure event coinciding with rapid multi-function cable (mfc) ID changes, suggesting an intermittent connection likely due to a compromised or missing mfc gasket. The device successfully passed all functional testing, and no faults were identified during evaluation. The mfc cable was not returned for evaluation. Based on available evidence, the issue is attributed to a suspected intermittent mfc cable condition. Discarding and replacing the associated mfc cable is recommended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.